Manufacturer narrative:
The date of initial implantation was 2011 (specific date not reported). This report is filed june 28, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection and bleeding at the implant site. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics june 6, 2016 due to infection at the abutment site. The implanted device remains. This report is filed july 26, 2016. H3 other text: device currently unavail. For analysis.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics (B)(6) 2016 due to infection at the abutment site. The implanted device remains. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.